Event description:
It was reported that the patient has had chronic pain, instability, swelling and loosening in right knee since the surgery. Surgeon has scheduled patient for a revision surgery on (B)(6), 2013.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right get around knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Implanted.

Manufacturer narrative:
An event regarding instability involving a triathlon prim tib baseplate - cemented was reported. The event was confirmed. Device evaluation not performed as the device was not returned. A review of the provided medical records concluded, ¿there is no evidence that the complaints of ¿persistent pain and instability¿ as noted in the diagnosis in the revision operative report was the result of factors related to the prosthetic components design, manufacturing, or materials.¿ a device history review concluded all devices accepted into finished goods conformed to specification. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient has had chronic pain, instability, swelling and loosening in right knee since the surgery. Surgeon has scheduled patient for a revision surgery on (B)(6) 2013